Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records was conducted, and no deviations or non-conformances were found relating to this issue. One opened sample was returned from the customer for review. A visual inspection was performed on the returned product, and it was found that the the device was broken. This happened due to the pins not formed properly during the molding process which holds the two housing together. This was only complaint for the said category hence no corrective action can be taken at this time but the area supervisor has been made aware of the issue.

Event description:
I have received an email from vigilance department of inselspital bern that a biopince was fully breaking in pieces when they reloaded the system. Event is reported to swiss medic.

Event description:
I have received an email from vigilance department of inselspital bern that a biopince was fully breaking in pieces when they reloaded the system. Event is reported to swiss medic.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.